Manufacturer narrative:
The device investigation revealed a mechanical damage at the coil interface, which is typical for a severe external impact, to be the root cause of device failure. In addition a damage to the active electrode, likely caused by the same external mechanical impact, was found during investigation. The implant stimulator is otherwise working within specifications. The problems described in the patient report and the reported accident appear to match the damage found. This is a final report.

Event description:
The child fell and hit his head in the area around the implant. Swelling was present which seemed to be underneath the device. The patient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child fell and hit his head in the area around the implant. Swelling was present which seemed to be underneath the device. The patient was re-implanted.